Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the pt's trial procedure a dural puncture occurred when the needle was inserted. A blood patch was not performed and the physician had the pt lay on her back for one hr after the leads were implanted. The pt was asymptomatic afterwards when she stood up. F/u identified the pt went to the physician's office on (B)(6) 2013 with an epidural headache. A blood patch was performed and the pt's headache subsided almost instantly.